Manufacturer narrative:
This lead will not be returned for analysis as it remains implanted and abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that over a year ago, this patient experienced a fall resulting in a noted increase in left ventricular lead threshold levels a decrease in sensing levels. No impedance issue was noted, and an x-ray at the time revealed no fracture or lead dislodgement, as the lead was still capturing adequately. Recently, phrenic stimulation due to this lead was also noted, therefore the physician elected to revise the lead. However, during the procedure it was alleged that this lead may have a slight microfracture on the conductor due to a noted kink in the lead. The lead was surgically abandoned and replaced with no additional adverse patient effects reported.